Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a thoraco/wedge/segmental resection at the second squeeze, the handle was stiff and the surgeon was unable to squeeze it. The device then locked on the tissue and needed to be cut off. New handle and egia60axt were opened to continue. Operating time extended: less than 30 min. There was additional tissue resection but no tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one stapler and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired to the 5 cm cut line.the reload was loaded into a post market vigilance instrument for functional testing. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected.